Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory this right ventricular (rv) lead had undergone a thorough visual examination which showed that the helix housing was contaminated with blood/ body fluid. The helix itself is retractable. Further analysis had passed the manual and electrical examination. It was concluded that the lead tip and helix are intact and undamaged.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated. This lead was removed and replaced with a new rv lead. Additional information obtained from the field representative indicates that lead was already returned. No additional adverse patient effects were reported.